Event description:
It was reported that the ventilator had an issue. No more information was available. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Based on technician statement, ventilation issues occurred after switched from prvc to automode. Option 'new patient' was selected during switching modes on the device. No more information was provided regarding which ventilation issue, context of the issue or the caused of the it. This record was decided to be reported based on available information, as the initial description might have underlying causes which represent a reportable event. The cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).